Manufacturer narrative:
Non bd microclave;500 ml baxter bag lot v19a24d exp jul20 0.9% sodium chloride injection; 100 ml baxter bag lotp389387 exp feb 20 0.9% sodium chloride injection ; 250 ml baxter bag lot y29883 exp sep20 0.9% sodium chloride injection; 100 ml baxter bag lotp370817 exp may 2019 sodium chloride injection ;50 ml baxter bag lot p389023 exp jan 20 0.9% sodium chloride injection. The customer¿s report of a backflow was not confirmed. Functional testing of priming and infusion testing, as per dfu, did not replicate any instances of backflow from the received sets. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The set was loaded into a lab pump module for an infusion test. The secondary set was setup higher than the primary set with the proper head height as per dfu. The secondary infusion was programmed at a rate of 25ml/hr. And vtbi 100ml to be run over 4 hours as the customer stated. The primary infusion was programmed at a rate of 125ml/hr. And vtbi 125ml. Both infusions completed with no alarms occurring and no back flow observed. The set in its as received configuration was then pressure tested while submerged underwater. Air pressure was incrementally increased from 5 psi to 30 psi. There were no signs of leaking. The root cause could not be identified.

Event description:
It was reported that the secondary infusion of zosyn (100 ml) was started at 11:00 am and expected to infuse over 4 hours at 25 ml/hr. A hanger was used to lower the primary infusion bag. After the dose completed and the bag emptied, the primary infusion was restarted. After the infusion there was minimal volume in vial. The nurse later found the primary kvo fluid flush had moved up the secondary line, entered the bag and went into the vial. No patient harm was reported. Prior to the infusion the user mixed the secondary zosyn dose from a remeasured admixture system containing a powdered vial with 100 ml of the diluent in the mini-bag at the bedside. This occurred at 11 am and at 2 pm. This is the file for the first event.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the product be received for evaluation. The files for both events on this patient are: (B)(4) kvo infused into piggyback drug vial (1100 dose); (B)(4) kvo infused into piggyback drug vial (1400 dose).

Event description:
It was reported that the secondary infusion of zosyn (100 ml) was started at 11:00 am and expected to infuse over 4 hours at 25 ml/hr. A hanger was used to lower the primary infusion bag. After the dose completed and the bag emptied, the primary infusion was restarted. After the infusion there was minimal volume in vial. The nurse later found the primary kvo fluid flush had moved up the secondary line, entered the bag and went into the vial. No patient harm was reported. Prior to the infusion the user mixed the secondary zosyn dose from a pre-measured admixture system containing a powdered vial with 100 ml of the diluent in the mini-bag at the bedside. This occurred at 11 am and at 2 pm. This is the file for the first event.